Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) erbe generator and device evaluation was completed. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint. Upon visual inspection, the returned unit was found to be in good condition. The erbe generator was analyzed and operated without issue during functional testing. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the bipolar energy stopped working. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that bipolar energy could not be fired, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the issue. Isi has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the bipolar energy stopped working. At this time, it is unknown how the customer completed the robotics procedure. The iesu was replaced after the completion of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.